Event description:
It was reported that the patient was admitted to the hospital due to an unknown reason.

Manufacturer narrative:
Investigation results. The ipg was not returned for analysis; therefore, a technical analysis could not be performed. The device remains implanted and in use. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.